Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the clip applier instrument would not close enough to shut the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was tested on an in-house system and passed recognition and engagement tests. The instrument was able to retain a clip through engagement but could not release the clip as commanded. Additionally, the large hem-o-lok clip applier instrument had multiple broken input disks. An input disk #7 was found broken into pieces inside the housing, and hairline cracks were found on input disk #6.

Event description:
Refer to h10/h11 for follow-up information.